Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was found on the pneumatic tap. Customer removed the o-ring to address the issue. There was no adverse impact to the customer's blood glucose level.